Event description:
It was reported by the clinical support specialist (css) that the pump started alarming for "possible helium loss." The pump was persistently alarming, and it was not as persistent when the alarms first started. The bpw has a squared top with no plateau. The staff did note brownish specks in the tubing. As a result, the staff was able to remove the iab without difficulty, and the physician chose not to insert another iab. There was no report of patient complication, serious injury, or death. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). The reported complaint of iab blood in helium pathway is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported by the clinical support specialist (css) that the pump started alarming for "possible helium loss." The pump was persistently alarming, and it was not as persistent when the alarms first started. The bpw has a squared top with no plateau. The staff did note brownish specks in the tubing. As a result, the staff was able to remove the iab without difficulty, and the physician chose not to insert another iab. There was no report of patient complication, serious injury, or death. Patient condition reported as "fine".